Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-03092. It was reported the patient experienced atrial fibrillation post trial implant procedure on (B)(6) 2020. As a result, the trial leads were pulled out.